Event description:
It was reported that the ilet pump¿s display delaminated, consistent with a device bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related issue that aligns with loss of or failure to bond at the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.